Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
The patient reports stimulation was lost several months ago and she last recharged the scs system around the same time (date of event is unknown). Reportedly, the patient programmer displayed an error message when attempting to establish communication with the ipg. The patient was sent a replacement ac adapter for the charger. Follow-up identified the charger does not locate the ipg and the patient programmer continues to display an error message. Subsequently, the sjm representative met with the patient and confirmed the ipg as inoperable. Further follow-up revealed surgical intervention was undertaken on (B)(6) 2015 during which time the existing ipg was explanted and replaced with an updated model. Stimulation is effective postoperatively. The issue is resolved.